Event description:
It was reported that the patient's lead broke when doing dishes. The patient heard a "pop" and the stimulator stopped working. The patient's physician visualized the lead via x-ray and determined that the "lead definitely broke". The paddle portion of the lead appeared to be in the same location. The battery and lead were explanted ten days later. The patient experienced "normal post-surgical pain" and was doing "okay". No additional information was reported.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead. For use by user facility/importer (devices only). (B)(4).